Event description:
The user received questionable urinalysis results for one patient sample from the chemstrip. Of the data provided, the results for protein and erythrocytes were discrepant. The result on the urisys 1100 was "negative" for protein and erythrocytes. The result from the cobas 411 for protein was 1+. The result from the cobas 411 for erythrocytes was +1. No information was provided to determine if the erroneous result was reported outside the laboratory. The caller does not have any specific patient information. No actions were reported taken based on either test. A request was made for the return of the meter and strips.